Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved the occlusion by changing the infusion set and cartridge and resumed insulin. A systems check was completed and no issues were identified. Customer changed the pump supplies and resumed insulin delivery.